Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had a remote manger issue. The field service engineer verified multiple station and found no problem found in the device. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had a remote manger issue. The customer stated that the refrigerator not being detected causing a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.